Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the videoscope exhibited insertion tube metal wire was protruded at bending section. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (establishment name), e2, and e3. Additional information added to field d8, d9, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the observed wire protruding from the bending section could not be determined, however, it is possible that the issue was the result of the bending tube being bent with force, beyond the maximum set angles during user handling lead to the damage. The event can be detected and prevented by following the instructions for use: instructions uretero-reno videoscope olympus urf type v important information ¿ please read before use do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, and control section with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break, and it may cause water leaks. Do not insert the video connector while the electrical contacts are wet and/or dirty. Doing so may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. The endoscope¿s remote switches cannot be removed from the control section. Pressing or pulling them with excessive force can break the switches and/or may cause water leaks. Olympus will continue to monitor field performance for this device.